Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered and episodes were observed. Artifact occurred with shoulder movements and a lead impedance change was noted. A possible lead fracture was suspected but not confirmed as it could not be seen under fluoroscopy. The lead detections were initially turned off. The lead was later capped and replaced. No patient complications have been reported as a result of this event.